Event description:
A caller reported a malfunction on their insulin pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.